Event description:
It was reported that during an upgrade procedure it was noticed that the patients right atrial (ra) lead was exhibiting high thresholds. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products. Model: sdr303b, ipg; implant: (B)(6) 2004. (B)(4).